Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to perform the occlusion test due to button/keypad anomaly. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer was unable to deliver the insulin and could not get into the main menu. Buttons were unresponsive. Device alarmed a button error alarm. Customer's blood glucose was 400 mg/dl couple nights ago. Customer's blood glucose was 126 mg/dl at time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.